Manufacturer narrative:
This product was received and tested by technical services and the intermittent image failure was duplicated. The customer's baton was plugged into a test monitor and the monitor was powered on. When the cable was flexed at certain angles, the image showed static-like colored lines and a poor image quality. The fault was isolated to cable failure. No repair is available. The customer's avl baton was replaced and the returned baton was scrapped. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, when the cable was flexed at certain angles the image went out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.